Event description:
It was reported there was a right atrial lead warning for low impedance. Also the bipolar impedance was lower than the unipolar value and both were decreased from the implant impedance value. It was noted that the patient cannot tolerate unipolar mode and did not want the lead tested that way. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported there was a right atrial lead warning for low impedance. Also the bipolar impedance was lower than the unipolar value and both were decreased from the implant impedance value. It was noted that the patient cannot tolerate unipolar mode and did not want the lead tested that way. The lead remains in use. It was later reported the atrial lead had high thresholds, ongoing low impedance and an apparent fracture. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.